Event description:
It was reported that the posey locking twice as tough cuffs, wrist, will not lock closed during application on a pt. The reporter stated that they had to tie a knot in the cuff to restrain the pt. There was no pt or personal injury.

Manufacturer narrative:
Results: the cuff has defective buckles and two additional metal rings. Conclusions: no conclusions can be drawn.